Event description:
New information received on 11/20/2018 indicating that when the patient was admitted into the hospital, loss of capture was noted. Chest x-ray was performed and dislodgement was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for unrelated reasons. Upon device interrogation, the right atrial lead was revealed to be dislodged. The patient presented for revision procedure on (B)(6) 2018 and the lead was explanted and replaced. The patient was stable post procedure.